Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the keypad cover was intact with no evidence of physical damage. All keypad buttons were unresponsive. The keypad cover was removed and there was no damage found to the button contacts. Investigation revealed moisture behind the display and a crack in the pump casing near the top right corner of the display. The pump casing was removed and there was evidence of moisture damage found on the pcb and on the keypad flex connector. Investigation determined that the moisture on the keypad flex connector resulted in button unresponsiveness.